Event description:
It was reported that during the pre-test of foley catheter, one side was bulging, and the ratio was 8:2, so it was rejected. Per notification from investigator on 25mar2025, the returned syringe did not deflate in under five (5) minutes was found during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complaint originated against the catheter, which was the sample we received with pcn# 119314 and lot# ngjn1792. However, during sample evaluation, it was found that the issue was against the ¿syringe¿, which part of the tray. That was why the product information in record was updated to reflecting in foley tray, which its pcn number is 29000j14 without lot number provided. The reported event was confirmed. Received three (3) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Received one (1) used all-silicone foley catheter with syringe without original packaging. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 80:20 as compared to attachment 1 of (B)(4) (rev 3). The balloon did not deflate passively. Using the in-house luer syringe, deflated balloon passively in under five (5) minutes with no cuffing or leaks noted, returning 10ml of solution. The reported event is addressed within the labeling. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test of foley catheter, one side was bulging, and the ratio was 8:2, so it was rejected. Per notification from investigator on 25mar2025, the returned syringe did not deflate in under five (5) minutes was found during evaluation.